Event description:
It was reported that the user received an occlusion alert on an ilet system while due for a supply change and was using a steel 6 mm contact/detach infusion set. Customer support guided a full supply change including cartridge replacement, tubing fill, infusion set application, and cannula fill, after which insulin delivery was resumed and blood glucose, initially 263 mg/dl and rising, began to decrease. Symptoms included hyperglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer interview, product use review, and troubleshooting with education. Investigation of this case revealed resolution after replacement of the infusion set, cartridge, and connector with restoration of insulin delivery. It was concluded that an occlusion of insulin flow occurred and resolved with supply replacement, consistent with an infusion set or related disposable issue rather than a device malfunction.